Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor initially claimed that it did not feel normal when he opened the wings of the shield. He withdrew and had the suture checked. Then re-inserted, deployed the shield and it broke apart without any force being applied according to the nurse providing the information. The device was withdrawn and there was no patient injury.